Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further information received prompted a change to the alert date. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device was connected to a patient and set to a rate of 50. There was a spike, and the patient went into vtach (ventricular tachycardia). The patient was coded and brought back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further information received prompted a change to the alert date. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. Visual inspection noted that the battery contacts were compressed. The slight battery contact compression would not have caused the reported behavior.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.